Event description:
Unomedical reference number (B)(4). Event occurred in australia. On (B)(6) 2024 patient reported and event of bent cannulas with the infusion set. The event occurred within 3 hours of insertion. The site of insertion was reported to be abdomen. The blood glucose level noticed at the time of event was between 54-500mg/dl. The patient was treated by replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.